Event description:
It was reported that during a pta treatment procedure to dilate a lesion in an existing dialysis fistula, the balloon detached. Access was obtained using a 6 fr pinnacle sheath. The balloon catheter was advanced to the target lesion and the balloon inflated one time to unknown atms using a 6 cc control syringe filled with 100% contrast. The physician then attempted to deflate the balloon and pull it back through the sheath for removal. The balloon seemed to be stuck, requiring the physician to apply additional force to facilitate removal. The catheter was withdrawn and it was noted that the balloon was no longer on the catheter. The balloon appeared to be located at the end of the sheath, so the sheath was removed with the balloon material attached. A second synergy balloon catheter was used to successfully complete the procedure. The patient left special procedures lab in stable condition. No patient injury or complications were reported.